Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported an error code indicating proximal pressure sensor auto-zero failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the solenoid valve 3 and solenoid valve 4 to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed. No part was returned.